Event description:
Healthcare professional reported, for left side "capsular contracture, baker grade iii". "Chronic granulomatous inflammation and fibrosis". Device has been explanted and replaced with a non allergan device. Treatment, pain therapy. Device removal.

Manufacturer narrative:
Continued e1: (phone no.): (B)(6) clarification to d9: this date reflects the date photos of the device were received. The physical device has not been received at this time. Photo analysis: device photograph(s), for the device related to the reported event of capsular contracture was reviewed on november 20, 2023. It is not possible to determine, the lot number or catalog number of the photos provided. Visual analysis of the photographs identified: capsular contracture, unable to observe, since it is not related to the device. No additional observations were carried out. No further actions are required, as no manufacturing issues are observed. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and granuloma are physiological complications. And analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, grade 3. And granuloma.